Manufacturer narrative:
(B)(4). Batch # p92w8x. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and the hand activation feature was non-functional, however, it worked properly with footswitch assembly. No unexpected ready to pre-run test issue was observed at any time as reported. The instrument was disassembled to perform an internal electrical test that revealed a hand activation to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device returned to prerun test automatically. Changed to another one to complete surgery. There was no patient consequence reported.